Manufacturer narrative:
A nurse reported that a patient experienced a metal like foreign body in the anterior chamber of the eye after surgery. Small silver particles were found on the post-operative visit five (5) days after surgery. The patient underwent the second surgery two (2) days after that visit for the removal of the foreign body and is doing fine. The surgeon does not know where the silver particles came from. The nurse noted two (2) phaco handpieces are used in the hospital and cannot remember which one is used in this case. A completed questionnaire was received and reviewed. The patient was a (B)(6) female. The surgeon does use a two handed instrument technique. A foreign body was found in the anterior chamber during the post-operative follow up visit. The patient was hospitalized and the foreign body was removed. The particle was one metallic particle at 0.02mm. The particle could not be seen with the naked eye. The particle is not available for evaluation. The event occurred during reuse of the device. The facility does re-use phaco tips and/or single use cannulas. The outcome of the event was noted as resolved with treatment. In the surgeon¿s opinion the particle did not cause any damage to the eye. The re-use of a single use device is considered abnormal use. The operator¿s manual includes a warning that ¿sterile disposable medical devices should not be reused! These components have been designed for one time use only. Do not reuse.¿ all handpieces are subjected to a metal particulate test prior to release to ensure that no foreign particulates are present in the product. Therefore, it is unlikely that the reported particles originated during manufacturing of the handpiece. The surgeon was noted to be using a two-handed technique. Due to inadvertent contact between the phaco tip and the second instrument, it is possible for metal fatigue to occur on either instrument, which in turn could result in metal fracture and introduction of an intraocular foreign body. The operators manual notes: a warning is included: during any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. There is no evidence that the design or manufacturing of the company system or phaco handpiece contributed to the reported event. Product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 6, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a metal like foreign body in the anterior chamber of the eye after surgery that was found on the post operative visit 5 days after surgery. The patient underwent the second surgery 2 days after that visit for the removal of the foreign body and is doing fine. The surgeon does not know where the metal came from.